Event description:
It was reported that prior to a stent placement procedure, it was found that the sterile packaging of the stent allegedly had a hole in it. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: no sample and no photos of the device were provided. However, based on the same event description of complaint record (B)(4), with the same device information, from the same customer, complaint record (B)(4) is considered being a potential redundant complaint. However, neither confirmation that the same event with the same lot occurred twice, nor confirmation that the complaint records were opened redundantly was provided. Based on sample and photos provided for complaint record (B)(4), it was confirmed that the sterile pouch was compromised. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied for this product was reviewed. The potential issue of a compromised sterile pouch was found addressed. The IFU states: "carefully inspect the pouch to ensure that the sterile barrier has not been compromised. (...) If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, it was found that the sterile packaging of the stent allegedly had a hole in it. There was no patient contact.